Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a display flashing constantly. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "display flashing constantly" was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that the root cause of this condition was a damaged user interface printed circuit board and pump head module communication cable. The user interface printed circuit board and pump head module communication cable were replaced in order to correct this condition. This involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92. This information was incorrect in the initial medwatch.